Event description:
Customer stated that the valve body was visibly cracked and was becoming difficult to seat on the water valve. She stated that there were a few drops seeping from the crack in the valve into the instrument. There was no slip hazard and no operator was harmed. Customer stated she did not think the valve body had ever been replaced. The replacement valve body was sent to the customer.